Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak or other complications. Surgery is sometimes required. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the cause for the vascular pseudoaneurysm cannot be determined. However, it could be related to patient factors (coronary artery disease, pad) and/or procedural factors (device manipulation). There was no allegation or indication a device malfunction contributed to this adverse event. Bibliography: percutaneous treatment of abdominal aortic aneurysm and aortic valve stenosis with 'staged'evar and tavr: a case series; m medda, f casilli, m bande, m glauber, m tespili, s cirri, f donatelli; journal of cardiothoracic surgery, 2023 springer. H3 other text: not returned as event was reported through a journal article.

Event description:
As reported through a european journal article, 'percutaneous treatment of abdominal aortic aneurysm and aortic valve stenosis with 'staged' evar and tavr: a case series'. Between (B)(6) 2021, a case of 75-year-old man underwent a tf-tavi with a 23mm sapien 3 valve with percutaneous coronary intervention (pci) of the left descending artery (lad) with previous right carotid artery, bilateral superficial femoral arteries and right renal artery stenting. At 15 days post procedure, the patient presented with a 'late' femoral pseudoaneurysm with a sudden onset of bruising and pain in the left groin region. A 'late' femoral pseudoaneurysm was documented by echo evaluation. The patient underwent angiography and confirmed the presence of a left common femoral artery pseudoaneurysm successfully treated by endovascular implant from the right femoral arterial access.